Event description:
A caller reported a cgm error 42 while using their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process; after resetting, the pump did not display the cgm error code again, and the caller successfully started their sensor session.